Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos and a device. An unformed staple was observed in a photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic splenectomy procedure, upon firing the reload on the skeletonized splenic artery and vein, the stapler was fully squeeze without excessive force. When the surgeon pulled back on the handle to open the reload after it had been fired, it was noticed that the splenic artery was bleeding profusely, and several unformed staples were seen (the shape of a table top). The unformed staplers were on the proximal end of the stapler reload. The specimen on the patient side began to bleed. The patient began to bleed out and anesthesia was required to resuscitate the patient for the patient's blood pressure dropped significantly. The surgeon was able to apply hand pressure on the artery while the resident opened the patient (so the case converted from laparoscopic to open). The rest of the case was completed using the same handle and additional white and purple reloads were to complete the case. The blood loss is estimated to be more than 500cc. The surgical time was extended for more than 30 minutes and incision was extended for more than 1 inch. It was estimated that the patient loss 1600. Patients¿ hemoglobin stated at 15 and dropped to 8 by the end of the case. Systolic blood pressure also dropped to the 30¿s so patient did experience significant hypotension.